Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a bsc guide catheter (0.070inch). Inserted through the guide catheter was a guidewire and a snare device with a severely stretched and damaged stent, caught in the snare. The outer diameter of the wire was measured at 0.014inch. The stent delivery device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous distal left circumflex (lcx) artery. The patient presented with a non-bsc stent implanted in the proximal lcx. Following pre-poba and ivus observation, a 2.50x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. However, the device came into contact with the implanted non-bsc stent resulting to difficulty crossing the lesion, causing the stent to dislodge. Based on cineangiocardiogram, the physician noticed that the stent balloon "seemed" to be slightly inflated at around 1 to 2 atmospheres and it might have caused the dislodgement of the stent. To retrieve the stent, the physician used snaring but still got stuck. Thus, the physician elected to remove the complaint device through surgical operation and aborted the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous distal left circumflex (lcx) artery. The patient presented with a non-bsc stent implanted in the proximal lcx. Following pre-poba and ivus observation, a 2.50x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. However, the device came into contact with the implanted non-bsc stent resulting to difficulty crossing the lesion, causing the stent to dislodge. Based on cineangiocardiogram, the physician noticed that the stent balloon "seemed" to be slightly inflated at around 1 to 2 atmospheres and it might have caused the dislodgement of the stent. To retrieve the stent, the physician used snaring but still got stuck. Thus, the physician elected to remove the complaint device through surgical operation and aborted the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).